Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported that priming issue began on (B)(6) 2016 and then received a compromised force sensor alarm on (B)(6) 2016 and was not longer able to get insulin pump to work. Customer reported that as a result, blood glucose was high. Customer's blood glucose was between 400 mg/dl and 500 mg/dl and had gone as high as 600 mg/dl. During troubleshooting, customer reported that drive support cap was protruded.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to moisture damaged inside the force sensor resistor also, unable to perform occlusion test due to compromised force sensor system error alarm. The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window. The drive support disk was inspected and no anomaly was noted.